Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a failed gleniod component, the patient dislocated. The surgeon put in competitor's glenoid head.